Manufacturer narrative:
Valve leaks are not specifically labeled in the IFU. Device returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. An inspection of the captor valve assembly is performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flo discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. The iris valve is confirmed to open and close without issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The device was examined with the assistance of engineering. The device was leak tested with a grey positioner through the valve. The device leaked through the iris valve. The check-flo discs were examined and all three were torn. The damage to the discs likely contributed to the leakage. The discs also maintained an open position without a positioner through the valve. We are aware of the potential for leakage through the captor valve and the risk associated with this failure mode. Engineering is currently evaluating areas for improvement regarding the captor valve. The risk of blood loss remains with the use of a device with a captor valve. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
An (B)(6) pt underwent endovascular repair on (B)(6) 2010. When the physician removed the gray positioner, the blood was leaking from the captor valve portion and it could not be stopped, even after closing the valve. The physician performed the procedure quickly and ended the procedure. The pt did not experience any adverse effect due to this occurrence.